Event description:
Patient has a heart ware medtronic lvad. Patient stated that her vad alarmed. Unknown what the alarm was, there was no message on the display/message screen. She was able to scroll through the information/settings, and saw no alarm message. She stated she was sitting and working on the computer, vad powered by battery/battery when it alarmed. No symptoms, no lightheadedness/dizziness, no nausea, no shortness of breath. Three weeks later patient presented to the heart and lung specialized clinic after having a high priority alarm the night before. She stated the alarm happened while she was sitting at the computer and resolved prior to her seeing what the alarm was. Log file analysis showed critical battery alarm on power port 1 on battery. Patient also had a critical battery alarm on port 1 on battery 3 weeks ago. These batteries were removed from the patient.

Manufacturer narrative:
The following elements have blank data: other device #: for type of device: heartware lvad batteries.

Event description:
Patient has a heart ware medtronic lvad. Patient stated that her vad alarmed. Unknown what the alarm was, there was no message on the display/message screen. She was able to scroll through the information/settings, and saw no alarm message. She stated she was sitting and working on the computer, vad powered by battery/battery when it alarmed. No symptoms, no lightheadedness/dizziness, no nausea, no shortness of breath. 3 weeks later patient presented to the heart and lung specialized clinic after having a high priority alarm the night before. She stated the alarm happened while she was sitting at the computer and resolved prior to her seeing what the alarm was. Log file analysis showed critical battery alarm on power port 1 on battery. Patient also had a critical battery alarm on port 1 on battery 3 weeks ago. These batteries were removed from the patient.